Event description:
A malfunction identified by code malf 9 was reported without any notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information and assistance for resetting the pump, which successfully resolved the issue as the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared.